Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level above 400 mg/dl. The customer also stated that she had a calibration not accepted issue. Troubleshooting was performed for the sensor issue. The customer's current blood glucose level was 216 mg/dl. The sensor will be returned for analysis. However, the insulin pump will not be returned for analysis.